Event description:
No image. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank.

Manufacturer narrative:
Evaluation summary: it was judged that the event was caused by an external load, and the image was no longer displayed due to an abnormality in the electrical parts or a temporary disconnection of the electric wire. The device has been repaired.